Manufacturer narrative:
This report is submitted on behalf of the manufacturer (niti surgical solutions ltd; (B)(4)) and the importer (B)(4), as niti surgical solutions ltd serves as the designated complaint handling unit for both facilities. The device was not available for evaluation, however, the production history files were reviewed, indicating that the device was released according to the product specifications. Anastomotic leakage is an anticipated complication of colorectal anastomotic procedures and the current cumulative leak rate found with the use of the colonring device is within the range reported in the literature for anastomosis devices.

Event description:
Patient underwent hand assisted sigmoidectomy due to diverticular disease. The anastomosis was created using the colonring. On pod 7 the patient had increased abdominal pain. She was hospitalized for re-operation (due to leakage), in which the colonring was removed and anastomosis re-done using stapler.